Event description:
It was reported that during the implant procedure, there was positioning/fixing difficulty and undersensing on the 5076 atrial lead. A second lead was also attempted, with low r-waves and difficulty extending and retracting the helix reported. It was mentioned there may have been tissue at the tip. The leads were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix will not extend due to being over-retracted. Distal conductor blood/body fluid (not obstructed), blood in/on helix mechanism (sleeve head), and a tip seal observation were also noted. (B)(4) no anomalies found; full lead returned and analyzed. The helix extends and retracts within the product specification. Blood was observed in/on the helix mechanism (sleeve head).